Event description:
The user reported that the suture broke. The proximal end tore apart while using a rat tooth forcep and dual channel scope to remove the stent. The user did not provide a lot number, device implant date, or any other additional information. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow up report will be submitted if additional information becomes available.